Event description:
Additional information received identified additional troubleshooting by a company representative was able to connect with the patient's scs ipg, and the issue was resolved. The ipg was not inoperable.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to connect to the scs ipg following a radio frequency ablation procedure. Reportedly, the patient did not have the ipg in surgery mode during the procedure. Troubleshooting by technical support was unable to resolve the issue. Surgical intervention may be necessary to address the issue.